Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: during investigation, there was evidence of moisture in the battery compartment. The battery cap was not returned with the pump at the time of investigation. A test cap was used for investigation. The pump did not power on due to moisture in the battery compartment. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked. The pump was opened and there was no further evidence of moisture found internally. There was no damage to the power circuit observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that the battery compartment was cracked and there was moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.